Event description:
It was reported that the pt's device was explanted due to infection and device exposure. The pt's infection has reportedly resolved. Device reimplantation is planned for two to three months.